Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance, stent dislodgement and device embedded in vessel or plaque appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 2.0x12mm mini vision stent delivery system (sds) failed to cross due to anatomy and the stent dislodged. A new 2.0x8mm mini vision sds was used to crush the dislodged stent against the wall and successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.